Event description:
A surgeon reports a patient was dissatisfied with the outcome following unilateral intraocular lens implant surgery. The patient reported problems with glare, double images, poor contrast at near, poor night vision and seeing circles in the lens. The patient reported difficulty reading and using the computer and experiencing headaches. A lens exchange was performed by another physician. The lens was replaced with a monofocal lens model and the patient reports results were good following the lens exchange.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. The lens optic had several small split/cracked areas. The lens resolution was acceptable with a focal length reading equaling the labeled diopter. While we were unable to determine the origin of the observed damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.